Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker showed the device in back-up vvi mode and the backup vvi device status report did not print. Programming change recommendations were made to resolve the issue. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.